Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 13/jun/2026 against ¿lot number¿ ¿6003741¿ and similar malfunction codes: component defect- spring cannot be activated or is difficult to activate, spring cannot be activated or is difficult to activate. The review confirmed that lot 6003741 and the identified failure mode are not associated with any ncrs or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 13/jun/2026 against ¿lot number¿ criteria equal ¿6003741¿ and similar malfunction codes: component defect- spring cannot be activated or is difficult to activate, spring cannot be activated or is difficult to activate. The count of complaints is 1. The complaint number is (B)(4). Device history record review: the lot 6003741 was manufactured according to 4905072 version 108 and manufactured in line inset 8 on 19/oct/2023 with a total of (B)(4). The device history record (device history record) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Corrective and preventive action determination = no corrective and preventive action required. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced device does not cock back or pull back into place issue on (B)(6) 2024.